Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25126542, 25126659 and 25128820 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that the new vasoview hemopro toggle is stiff and hurts the user thumb and they fell as if it does not seal as well as the old version. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that the new vasoview hemopro toggle is stiff and hurts the user thumb and they fell as if it does not seal as well as the old version. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that the new vasoview hemopro toggle is stiff and hurts the user thumb and they fell as if it does not seal as well as the old version. The hospital did not report any patient effects.